Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The patient alleged the meter display was freezing on the calibration code number, however this complaint was not confirmed. A secondary issue was discovered in that the battery contacts were corroded. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The patient alleged the meter display was freezing on the calibration code number, however, this complaint was not confirmed. A secondary issue was discovered in that the battery contacts were corroded. There was no patient injury associated with this issue.